Manufacturer narrative:
The device was returned for investigation and was tested using our standard operating procedures. Upon receipt, the input temperature probe sensor was physically damaged, which caused the unit to exhibit a heating fault alarm. This damage can occur if the temperature probes are not cleaned carefully. The operator's manual provides the following instructions for cleaning the temperature probes: "keep the probe sensors clean and dry. If they become dirty or wet, clean with a moistened q-tip and dry. Use care not to damage the sensor surface." We were unable to confirm the customer complaint of an over temperature alarm. The hospital biomed performed a full functional test at the user facility and was also unable to confirm the failure. However, a damaged input temperature probe sensor could cause a heating fault or over temperature alarm if it causes the system to misread the input fluid temperature. It was reported that there was no harm to the patient.

Event description:
The user facility reported that the unit exhibited an "over temperature" alarm during a case. No injury to the patient.